Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an MRI procedure. The implantable cardioverter defibrillator was not set to MRI mode. After MRI, the device was in backup vvi. The device was reset. The device was reset and the patient remained asymptomatic.